Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient uses the programmer, his says his stimulation is off and when he pressed the on/off button, the programmer does not respond. They tried using the antenna and it showed poor communication. Troubleshooting was performed and stim was turned back on. He said he was feeling unusual stimulation and it felt like his hand/arm was vibrating. They waited a little to see if the feeling went away but it did not fully resolve. He did not know how stimulation got turned off but thought it could be due to the ins being low in battery. The patient was sent a new antenna to help the poor communication problem. An email was sent to repair. No further complications were reported/anticipated.